Event description:
It was reported that the ventricular lead exhibited a high pacing threshold and noise. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.

Manufacturer narrative:
Final analysis found that the insulation was abraded at 21.9 cm to 22.1 cm from the electrode tip. The proximal coil was exposed in the same area, due to friction with another device.